Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the missing information related reservoir leak in narrative. The correct information has been provided in this report. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose. It was reported that the reservoir was leaking past the second o-ring. The leaking was noticed during normal use and there was fluid in the insulin pump. The reservoir will not be returned for analysis.